Event description:
It was reported that the handpiece was running by itself. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation the technician found moisture in the motor and corroded motor contacts which caused the handpiece to run on its own at about 10% of the full speed. The motor and ball bearings were replaced, and preventative maintenance was performed on the handpiece. The handpiece has since been returned to the customer.